Manufacturer narrative:
Investigation summary: bd received one (1) sample and one (1) photo for investigation. Evaluation of the photo and the returned sample indicated a failure mode of defective stopper. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of defective stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer found (1) tube with perished rubber bung. No patient impact reported.